Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately calcified, narrow, 90% stenosed, de novo, lesion in the mid superficial femoral artery. The 5mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and the device was inflated twice to nominal pressure without issue. Negative pressure was held for 5 seconds; however balloon deflation was slow. The balloon ultimately deflated and was withdrawn without resistance. The procedure was completed with the same armada 35 bdc. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation difficulty was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.